Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the probable cause as a defective s syringe. The fse replaced the s syringe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for glucose (glu), inorganic phosphorus (ip), albumin (alb), total cholesterol (tcho), and alkaline phosphatase (alp) results for more than six (6) patients, on their au680 clinical chemistry analyzer. The samples were retested with results considered correct; thus, there was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.